Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed and unbale to recover. The customer tried to reboot and recover the door, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed and unable to recover. A field service engineer identified that the half height tower doors had failed and could not be recovered, tested the issue in the application and diagnostics, opened the latch panel and inspected the mechanism, where the release lever was found stuck, preventing the doors from opening, adjusted the release lever and performed testing, which was successful. The customer also tested and verified proper functionality. The system functioned as intended after the field service engineer repaired the device.